Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the device required software upgrade. The device exhibited error code 45639 alarms on power up and had a scratched lens. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. The event history log was unable to be reviewed due to an alarm. Functional testing was able to duplicate the reported problem. It was determined that the faulty printed wire assembly (pwa) board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.